Manufacturer narrative:
(B)(4). This complaint is a report of a use error, reuse of single-use supplies, in which the patient disconnected and reconnected the heater bag during use. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) reused single-use supplies on the homechoice device, during fill one. The hp was connected at the time of the event. During troubleshooting, it was noted that the home patient had disconnected and then reconnected the heater bag to the heater line. The technical service representative reviewed proper procedures with the hp and assisted the hp to end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.